Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on 05/06/2013 a customer reported being admitted into the hospital on (B)(6) 2013 with oka. Patient stated the infusion set she was using caused her to be hospitalized. Patient reported she went to the ER and then was admitted to the hospital. Patient stated she was taken to the ICU for 4 days and after that was in a "regular'' room for 1 days. Patient reported that the doctor diagnosed her with a respiratory infection and they think this is what caused the oka. Patient stated she was taken off of the pump and treated with insulin via IV. Patient stated she estimates that she was released on (B)(6) 2013. Patient reported the infusion set at the time of the incident was an inset infusion set. Patient also uses a one touch ping infusion pump that is manufactured by animas. Patient reported that she has called animas and inset to let them know of the incident. Patient was calling to inquire about our products; is currently not using any of our products. Patient did not report any current health concerns. Patient was using an infusion set by inset corp. And a pump by animas; not by our company. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).